Manufacturer narrative:
Philips service replaced the service part single board computer and recommended power tray replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the machine failed to switch on; suspected power tray issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.